Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 255.7°f. Initial diagnosis determined the motor shaft was cracked; the collet was corroded; the motor failed hi-pot testing; the rear motor bearing was worn; and the motor seized after five minutes of testing. The device was also evaluated by engineering to determine the suspected reason for malfunctions. The engineering evaluation determined that the collet shaft was fractured on one side and the collet bearings were severely corroded and lubricant deficient. The rear motor bearing had disintegrated into fragments. Two of the three motor winding resistances were above the spec values. The combined failure of the rear bearing, the deficiency of the collet/motor bearing lubricant, and the internal electrical problem would be the dominant cause of this motor failure. The motor may have been exposed to or immersed in a corrosive cleaning solvent for an extended period of time which hastened the premature bearing failure. Additional testing to determine the maximum temperature rise rate could not be performed because the device was seized. Multiple warnings are included in the ipc user manual including: ¿heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position.¿ this may result in thermal injury to the surgeon or staff. In addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ we will continue to monitor this complaint type for trends. (B)(4).

Event description:
Device returned for repair with the reported malfunction of overheating. It was reported that there was no staff or patient impact. Repair request escalated to a product event based on reason for return.